Event description:
The fe reported that at times the system wont boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tech processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.